Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of above (300 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated to see "floaters" in current vial of insulin. The customer states that bgs have been high since started using this insulin-vial about 2 weeks ago. The customer was instructed to contact insulin manufacturer.